Event description:
The manufacturer was contacted in reference to a simply go device. There was an allegation of alarming, filter was melted and that the sieve canister, inlet filter kit was replaced. There was no report of serious or permanent harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation.